Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous consumer report from the USA of peritonitis in a patient coincident with the administration of dianeal pd4 ambuflex therapy. On (B)(6) 2012, the patient was diagnosed with peritonitis. Treatment was not reported. The patient was not hospitalized for the event. Action taken with dianeal pd4 ambuflex was not reported. The patient was recovering.

Manufacturer narrative:
(B)(4). Follow up information from the nurse: on (B)(6) 2012, the nurse confirmed the peritonitis event and start date. The cause of peritonitis was an unknown bacteria .effluent culture results were unknown. The nurse confirmed there was no hospitalization for the event. The cause was unknown and the patient was recovering. The nurse stated that the events of peritonitis were not related to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this event. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: h12a20051 and h11l05010. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.